Event description:
It was reported to boston scientific corp that a 20fr safety peg kit pull method was used during a peg (percutaneous endoscopic gastrostomy) placement procedure performed in 2009. According to the complainant, during the procedure, the pt's abdomen was punctured with a safety stylet and it was noted that the trocar was missing. A second peg kit was opened and a second puncture was made to the pt's abdomen. It was observed that the pt's abdomen was distended and firm. Due to the pneumoperitoneum, the physician elected to postpone the procedure. It is unk if the pneumoperitoneum was the result of excessive insufflation or the add'l abdominal puncture. The pt was hospitalized for four days until the pneumoperitoneum had resolved. The pt was treated with antibiotics. Following the event, the pt was fed intravenously and will reportedly be rescheduled for a peg procedure. The pt's current condition following the event is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.